Manufacturer narrative:
Product ID: 8703, lot# j91086882, implanted: (B)(6) 1992, product type: catheter. (B)(4).

Event description:
It was reported that in 1993, the patient¿s catheter was dislodged and he was not getting medication. The patient¿s spasms were ¿severe¿ at that time. The patient had x-rays to diagnose the catheter. The device system was used to deliver baclofen at the time of the event at a lower concentration. The patient thought the dose was 150-200mcg. No further information was provided. Additional information has been requested, but was not available as of the date of this report.